Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he felt discomfort with infusion set. The customer stated that he noticed a lump on his leg and found out that the cannula was bent when he removed. Troubleshooting was performed. The customer stated that the infusion set was changed the night before, and at the middle of the night his glucose level dropped to 40mg/dl. The customer is on a cruise travel, and a doctor was called to his room and treated him with an insulin drip. Performed a self test and the device passed the test. No further info was provided.